Event description:
It was reported that during the procedure, the tip of the hydratome rx sphincterotome was split when the physician attempted to cannulate. The physician was unable to cannulate and the case was stopped. There was no clinical consequence to the pt.